Manufacturer narrative:
Additional MFR narrative upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber found the fiber was received in 1 piece. The fiber measured 309.2 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip had a partial break as well as normal degradation. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. The reported fiber tip detachment event was confirmed as analysis identified a partial tip break. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on information available and analysis results, it is probable that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the observed partial tip break. According to the device instructions for use (IFU), when using the lighttrail single use laser fiber in contact surgery treatments avoid forceful movements on tissue surface and lateral pressure to the lighttrail single use laser fiber tip.

Event description:
It was reported that during a lithotripsy procedure, the fiber glass tip broke off. A new device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a lithotripsy procedure, the fiber glass tip broke off. A new device was used to complete the procedure. There were no patient complications.